Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on 5 patient samples on an atellica im 1300 analyzer. Calibration and quality control (qc) were valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer, found significant fluid accumulation beneath wash ring, secondary vacuum pressure was high, suggesting blockage, cleaned vacuum tubing, cleaned vacuum pressure regulator, reset secondary vacuum pressure, replaced reagent 1 (r1) probe, ran auto check and qc, which recovered acceptably. The cause of the event is unknown. The analyzer is performing according to the specification. No further evaluation is required.

Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on 5 patient samples on an atellica im 1300 analyzer. The initial results were reported to the physician(s). The initial result of the sample identified as (B)(6) was questioned by the physician(s). The samples were repeated on an alternate atellica im 1300 analyzer. The repeat results recovered lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00102 on 04-apr-2025. Additional information (09-apr-2025): siemens evaluated the event and determined that undetected blockages may occur in the vacuum sub-system during normal operation; however, the analyzer will fail auto check for vacuum errors when the blockage is present. The evaluation also confirmed that when the vacuum errors generated, the analyzer will cancel all tests. Auto check will detect increases in vacuum pressure, regardless of where the occlusion occurs. Siemens further evaluated the event and concluded that the possible blockage in the secondary vacuum tubing potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing according to specifications. No further evaluation of this device is required.